Event description:
On (B)(6) 2009, the patient began treatment with dianeal 1.5% unknown intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient was hospitalized with abdominal pain, cloudy effluent and fever. On that date, the patient was diagnosed with bacterial peritonitis. The patient was treated with unspecified antibiotics. The root cause of the peritonitis was not reported, although it was reported that the "power was cut off while exchange solution". The event of bacterial peritonitis was considered resolving. The outcome for the event of fever was unknown. Dianeal therapy continued. The causality for fever was not reported.

Manufacturer narrative:
(B)(6). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.